Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 bd vacutainer® fh 20mg .143 i.u. Blood collection tubes experienced glass breakage during use. The following information was provided by the initial reporter: primary focus of the lab is to measure blood alcohol in glass glucose tubes. Tubes are being frozen at -20 degrees c. During the past month the lab has been experiencing increase in tubes breaking during the thawing process. This is not restricted to any particular lot number.